Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tt012 device was returned inside its package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be flash from the device. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot 122c84 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # unk. Additional information was requested and the following was obtained: "could you please specify how the device was broken? Was the sleeve damaged? Was the housing damaged? Was there any insufflation issue? Was there any seal damaged? Any visible broken part?=> I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, the device was broken. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.